Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5102818). The manufacturer received information alleging an issue related to a dreamstation auto bipap device's sound abatement foam. The patient has alleged cough, swelling throat, cognitive decline, intermittent tachycardia, weakness and confusion. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer¿s product investigation laboratory for investigation. The device was visually inspected by the manufacturer and found slight unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air input of the blower box. Also, some potential tiny black and gray hair or fibers were at the input of the blower box. Dust-like contamination on top of the blower motor. Tiny unknown white and black (inconsistent with degraded sound abatement foam) specs of contamination on the bottom the blower box. There was no evidence of sound abatement foam degradation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.